Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.0 into the patient's right eye (od) on (B)(4) 2021. On (B)(4) 2021 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.